Event description:
It was reported that during a treatment procedure, the pt2 moderate support 185 cm str guidewire prevented balloon advancement.

Event description:
It was reported that the difficulty in advancing the balloon over the pt2 moderate support 185 cm str guide wire was discovered prior to the procedure, and that a king was noted in the guide wire when it was removed from its packaging. The pt2 moderate support guide wire was not used in the procedure.